Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of 3dmax (device 1). Per op notes, ¿the hernia defect was noted below the umbilicus. The hernia defect with preperitoneal tissues returned to abdomen. A 3dmax (device 1) was placed in the fascial defect and secured using prolene sutures.¿ on (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted repair with excision of 3dmax (device 1) and implant of ventralight st mesh (device 2). Per op notes, ¿the previous mesh was noted with some omental adhesions were taken down. The unincorporated prior mesh (device 1) was excised. The hernia defect was noted and reduced. A ventralight st (device 2) was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum 1: h11: initial information provided was incorrect. Supplemental filed to provide correction. Corrected field: b5. Updated fields: g1, g2, g7, h2, h11. Addendum 2: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no.,), d6.b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol 3dmax. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum. H11: initial information provided was incorrect. Supplemental filed to provide correction. Corrected field: b5. Updated fields: g1, g2, g7, h2, h11.